Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were performed to resolve the issue. The patient condition was stable.